Event description:
A surgeon reported that one day following implantation of an intraocular lens (iol) it was noted that one haptic was detached from the lens. The iol was replaced without complications.